Event description:
During procedure resectoscope was not cutting properly. When retracted from pt, end of scope was missing. It looked as if it had melted. Power cord was charred. All removed & replaced. No injury to pt noted.